Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The fixation helix was not returned. The observed fracture probably occurred during the surgery due to tensile stress. Further destructive analysis showed that the inner conductor coil that leads to the fixation helix was fond overrotated and defomed in the is1 connector and lead tip region. The deformation most likely resulted when retracting the helix. Additionally, the distal end region and the is1 connector pin were found bent. These damages occurred due to applied mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions including the fixation helix to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that during lbb implantation procedure it was attempted to retract the fixation helix without success. The helix was stretched, eventually fractured and was left in the cardiac septum. The explanted part of the lead will be returned. Should additional information be received, this file will be updated.